Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete.

Event description:
It was reported that a physician trained in the use of the starclose se device attempted arteriotomy closure of a femoral artery after an unspecified procedure. Reportedly, it was difficult to split the sheath and deploying the clip. The device was removed and the clip was found at the distal end of the sheath. Hemostasis was achieved using manual compression. There were no reported adverse patient effects. Though requested, no additional information was provided.